Manufacturer narrative:
Concomitant medical products: 6947m-62 lead, implanted (B)(6) 2012. Product event summary : performance data collected from the device was analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Analysis of the device memory indicated high voltage capacitor charge time was longer than expected for a device not yet at eri (elective replacement indicator). The device was returned and analyzed. Analysis of the device found high internal battery resistance. Hybrid analysis confirmed that the device experienced a long charge time indication with the original device battery. The device provided a 35 joule (j) charge within nominal charge time when using an external supply. The device was fully functional and no hybrid anomalies were found. Battery analysis found no internal short. Lithium (li)-severing was observed leading to reduced anode surface area. Review of the save-to-disk data showed an excessive charge time event before recommended replacement time (rrt) and subsequent explant. The excessive charge time resulted from an increased battery resistance induced by li-severing. A voluntary medwatch form 3500 was received (report #mw5070587); since not contained on that form, select fields have been populated by the manufacturer.

Event description:
It was reported that the device indicated elective replacement (eri), but then suddenly and prematurely indicated end of service (eos) due to long charge time. The device was explanted and replaced. No patient complications have been reported as a result of this event.